Event description:
Consumer called to report getting high readings with their pink meter. Analysis run on clark error grid using mean avg. Reading (353) as ref. Point vs. Bd readings of 464, 339, 233, 375 yielding data points in the c zone of grid, outside of acceptable limits.